Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-17088. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited sensing noise and the right atrial lead exhibited under-sensing. The pacemaker dependent patient presented in clinic where noise was able to be reproduced. On (B)(6) 2020 a medtronic leadless pacemaker was implanted, and the abbott system was programmed to bvvi. On (B)(6) 2020 the leadless pacemaker was explanted, and the right ventricular lead was capped and replaced. The patient tolerated the procedure well without complications.